Event description:
As reported by the user facility information by bbm sales organization in ireland:"reporter (clinical engineer) received a pump that showed it haddelivered a volume but no fluid appeared to have moved from the infusionbottle.the pump was set to deliver a 1000ml normal saline with 40mmol of potassium infusion @ 250mls/hr over 4 hours. The pump alarmed to indicate end of infusion but the infusion bottle was still full - so 0mls infused.the issue occurred in the intensive care unit.there was no adverse effects to the patient."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4) ---------------------------------------------------------------- 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: (B)(4) 2.3 serial number/batch: (B)(4) 2.4 software version: l030003 2.5 hours of operation: 51038 2.6 further information: n/a ---------------------------------------------------------------- 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. There are no anomalies. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact. It could be detected that the p2-connector is oxidized. Furthermore, the device is in a clean state and no visible damaged can be located. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,536 bar (should be: 0,1-0,7 bar) pressure stage 5: is: 0,896 bar (should be: 0,4-1,0 bar) pressure stage 9: is: 1,337 bar (should be: 0,8-1,4 bar) the mechanical pressure cut-off was checked: pmax: is: 2,275 bar (should be: 1,8-2,5 bar) pmin: is: 1,731 bar (should be: >1,5 bar) safety clamp was checked: pmin: is: 1,941 bar (should be: >1,0 bar) the device matches the required values and standards. All measured values are within our specification. 2.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,12%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation faults could be detected, to investigate the inside, the device was disassembled complete. Liquid residues inside the device could be detected. The mainboard shows oxidized contacts. Furthermore, there are no anomalies. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification.